Manufacturer narrative:
It was reported that an "o2 unavailable" error message was displayed. The customer declined service and repair, and no further service was provided. The customer declined service and repair, and no further service was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an "o2 unavailable" error message was displayed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an "o2 unavailable" error message was displayed. The reported error code was confirmed in the logs. The o2 hose and o2 pressure sensor was checked. The remote service engineer (rse) advised the replacement of the data acquisition (da) printed circuit board assembly (pcba) via the service manual. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).